Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited loss of capture and high out of range pace impedances on the right ventricular (rv) channel. The values were greater than 3000 ohms. This system has two rv leas adapted to one another which are then connected to this ICD. At this time, the products remain in service and the patient is being monitored. No further testing is expected and there were no adverse patient effects reported.